Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by keyboard failure. A field service engineer deleted the keyboard from the device manager and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard was unresponsive. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.